Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. There was no reported device malfunction and the product was not returned. The reported patient effects of hypersensitivity and rash are a foreseeable event. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the groin was achieved using a starclose se device after a angio procedure. Reportedly, following successful closure with the starclose se device, the patient experienced eczema. The patient was treated with a cortisone treatment and the eczema cleared up. The patient was reported to have nickel allergies. There was no reported clinically significant delay in the entire procedure. No additional information was provided.